Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation. One 6fr glidesheath slender sheath and dilator were returned for product evaluation. No other accessories were returned. Visual inspection revealed no anomalies with the sheath or the dilator. The sheath was then leak tested. The distal end of the sheath was inserted into a 12fr balloon. The distal end of the balloon was connected to a controlled air supply system. The 3-way stopcock (3wsc) was closed, and the air pressure was increased to 4.3 psi (equivalent to 222 mmhg). The setup was submerged underwater for approximately 30 seconds. No air bubbles were observed. A dilator for investigational purposes was then inserted into the sheath. This assembly was submerged in water, and bubbles were detected for 30 seconds. Post leak testing, the crosscut valve was dissected from the sheath to observe for any damage which may have caused the leakage. The microscopic examination revealed a tear and deformation on the valve that could be due to the off-center insertion of the dilator in the valve. No anomalies were noted with the sheath inner lumen. IFU states: "insert the dilator into the valve center of the sheath. Forced dilator insertion missing the valve center may cause valve damage, resulting in blood leakage." Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that that off-center insertion into the valve could have contributed to the tear on the valve and the alleged leakage. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - (B)(6). Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved glidesheath slender sheath was used in a diagnostic left heart catheterization procedure. While the 5fr diagnostic catheter was in place within the sheath, there was a trickle of blood from around the catheter. There was not an excessive amount, just more than desired. The blood loss was less than 250 cc's. The case was quick and successful, and there was no harm to the patient. The patient was reported to be in stable condition. The doctor felt as if the valve should have had more hemostasis. The procedure was completed successfully.